Event description:
Subject ID: (B)(6). Study no: dots clinical adverse events received for a knee revision with potential removal of depuy components device and procedure(relatedness) device related: information not provided procedure related: information not provided date of event: information not provided date of implant: information not provided date of revision: (B)(6) 2024 device location: information not provided patient details: subject's age at enrollment 43 subject's age at time of surgery 49 treatment/impact: knee revision geographical location: information not provided additional event information (B)(4) operative notes ad 2 aug 2024 was reviewed by a clinician. The patient underwent a revision on (B)(6) 2024. Prior to the revision, the patient had twisted her knee when stepping off a curb causing pain. She then fell a couple weeks later and continued to complaint of pain. Radiographs showed varus subsidence of the tibial component with suspicion of loosening. During the revision, there was significant medial tibial bone loss and posterior bone loss on the tibia. The tibial tray was found to be subsided and loose at unknown interface. Although it was noted to be well fixated, the femoral component was removed and stress shielding osteoporosis was identified.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary ==> no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.